Event description:
Eight days after surgery the epicardial wire was malfunctioning. The patient was taken to the cath lab to implant a pacemaker and the epicardial wire was removed. However, during retrieval, the wire fractured and the distal electrode remains inside the patient. No subsequent patient complication has been reported.